Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B5 - event description corrected. H6 - codes corrected. Additional information was obtained, revealing that the previously reported complications was ineffective therapy. As this was a trial lead, it is expected that the patient would be hospitalized for removal. There was no adverse event caused by a malfunction or functionality of the device.

Event description:
Additional information was obtained, revealing that the previously reported complications was ineffective therapy. As this was a trial lead, it is expected that the patient would be hospitalized for removal. There was no adverse event caused by a malfunction or functionality of the device.

Event description:
It was reported that an unspecified complication occurred in relation to trial lead removal and the patient was hospitalized.

Manufacturer narrative:
Further information was requested but not received.